Event description:
Patient was revised due to pain secondary to stem loosening. Possible debonding of femoral component was reported.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.